Event description:
The customer stated, she thought that the inner cannula was being made thinner and that they are not blocking the air from the ventilator. During the call with the covidien technical support specialist, the customer also stated she changes out the trach every 6 weeks. The specialist reviewed the directions for use with the customer; the trach needs to be replaced every 29 days. The customer is aware but stated her doctor schedules the replacement for her every 6 weeks. When the customer has her trach changed at the hospital, they only give her the solid inner cannula and the dcp. The customer stated, she had two other trach changes that were replaced on schedule but wanted to report these as malfunctions.

Manufacturer narrative:
The lot number is unknown, therefore, the date of manufacture cannot be determined. The tube was discarded. No conclusions can be made without the complaint device, however, it is noted that the patient's usage of the device (tube) exceeds the manufacturer's directions for use (29 days). This is the second of 3 malfunction reports as referenced in 2936999-2011-00307.